Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of migration.

Event description:
It was reported that this pacemaker was explanted due to the patient twiddling the device. This device was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to the patient twiddling the device. This device was successfully explanted. No additional adverse patient effects were reported.